Manufacturer narrative:
Although a definitive root cause cannot be determined, the probable root cause is attributed to carbonized tissue on the grips of the force bipolar instrument used during procedure, creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that a monopolar curved scissors was used to transfer energy to a grasper, which resulted in a spark occurring in the patient. The csr providing the information was not present during the incident and had limited details. The instrument involved was sent back to intuitive by the robotics coordinator for further investigation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: there was no instrument information available. The surgeon reported that there was nothing that seemed out of the ordinary with the instrument. The surgeon did not inspect the instrument after it was removed, but it was possible that the operating room (or) did. The surgeon reported that he did not believe that the fenestrated bipolar was in contact with tissue when the arcing event occurred. There was no tissue injury. Nothing fell into the patient. The customer switched out the instrument after the spark and did not use it again. There was no procedure delay aside from the time to switch out the instrument, which was less than 2 minutes. There was no knowledge of the instruments location or if it would be returned. The patient was fine and the procedure went well. There were no complications. No images or patient demographics available.